Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the product would not self hold the 0.6mm k-wire. It was also determined that the internal components were corroded, unknown liquid was found inside of the unit and the clamps were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy procedure on a canine, it was observed that the quick coupling device would not grasp a 0.032 k-wire to drive it. It was reported that when the user attempted to remove the 0.032 k-wire and used as a stay pin, there appeared to be a little smoke coming out of the end of the driver and it was at this point that the device would not grasp the wire to either rotate it or pull it out of the bone. As a result, there was a five minute delay in the procedure. It was reported that if a 0.045 wire was used, the device worked fine. It was reported that a replacement pair of wire twister pliers was available to successfully remove the pin and complete the procedure successfully with no further issues. It was not reported whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.